Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the implant has gone crazy where the stimulation increased on its own 2-3 times in 2-3 months. Pt states sees elective replacement indicator (eri) on his remote.